Manufacturer narrative:
A ge oec svc rep investigated the issue and the low voltage on power supply (ps1) one was below the 5 volt threshold. The ps1 was adjusted up to specification to eliminate the multiple issues reported. The sys was tested and found to be operating as intended. The sys was released to the customer for use. There was no reported injury or negative affect to any pt as a result of this malfunction. The hospital was unable to, or would not provide any pt info relating to this issue.

Event description:
The ge oec 9600 fluoroscopy sys had intermittent boot up problems, issues with rebooting during procedures, and x-ray overtime errors if kv exceeded 90 kvp.